Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Additional information was added to blocks b5 describe event or problem, e1 initial reporter phone, g2 report source, h6 patient codes, h6 impact codes, and h10 related report number.

Event description:
It was reported that a perforation has occurred, and the procedure was cancelled. During the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician performed transeptal successfully while transeptal crossing at some point in the procedure the physician lost access across the puncture site. The physician then reinserted the dilator in the faradrive sheath and then reattempted to recross the septum with just a wire transeptal sheath. The physician then thought that he across into the left atrium with the wire, the sheath was advanced, but the sheath felt resistance and physician realized that the wire must be outside of the pericardium through the roof of the right atrium. The physician then stopped and left the sheath at the same location. Fluoroscopy imaging was used to understand where the perforation was presumed to be. The patient was transferred to the cardiac surgery theater and opening of mediasternum revealed that the dilator has perforated the roof of the right atrium which was then subsequently stitched up. The patient is now recovering and apparently doing well. The procedure was cancelled. The product is not expected to be returned as it was disposed. It was further reported that a pericardial effusion was also confirmed via echocardiogram. The patient also experienced a slight drop in blood pressure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation has occurred, and the procedure was cancelled. During the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician performed transeptal successfully while transeptal crossing at some point in the procedure the physician lost access across the puncture site. The physician then reinserted the dilator in the faradrive sheath and then reattempted to recross the septum with just a wire transeptal sheath. The physician then thought that he across into the left atrium with the wire, the sheath was advanced, but the sheath felt resistance and physician realized that the wire must be outside of the pericardium through the roof of the right atrium. The physician then stopped and left the sheath at the same location. Fluoroscopy imaging was used to understand where the perforation was presumed to be. The patient was transferred to the cardiac surgery theater and opening of mediasternum revealed that the dilator has perforated the roof of the right atrium which was then subsequently stitched up. The patient is now recovering and apparently doing well. The procedure was cancelled. The product is not expected to be returned as it was disposed.